Manufacturer narrative:
(B)(4). H3 device evaluation summary: investigation summary ==> it was reported performance breakage suture and appearance cosmetic or color - suture. Two opened boxes with as total of twenty/seven unopened samples of product code jv1205, lot mj8cldr0 were returned for evaluation. The issue sample was not received for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The sutures were dispensed without problems and examined along of the strand and no appearance defect or suture breakage were noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture or appearance cosmetic or color - suture was found .

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke at the proximal end while suturing the vas deferens. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.